Manufacturer narrative:
The account found the side com cable was disconnected. The account was unaware how the cable had become disconnected. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account reconnected the side com cable to resolve the issue. Based on this information, no further action is required.

Event description:
The account reported the bed will not send a nurse call. The bed was located in general med surge at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).